Event description:
Reporter alleged obtaining the results of 83 mg/dl, 118 mg/dl, 86 mg/dl, 224 mg/dl and 346 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
The event occurred in (B)(6).